Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced low blood glucose and time clock anomaly. The customer¿s blood glucose was 27 mg/dl and 38 mg/dl at the time of the incident. The customer reported that the insulin pump loses time every time battery was changed. It was reported that they had no delivery alarm. The insulin pump will not be returned for analysis.